Manufacturer narrative:
(B)(4)

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced sound quality issues, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed that the electrode ground ring sleeve was dislodge. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
Correction:evaluation codes. The external visual inspection of the device revealed that the electrode ground ring sleeve was dislodge. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The no lock condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. A CAPA has been implemented. Feed thru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
Correction: additional MFR narrative. The external visual inspection revealed that the electrode ground ring sleeve was dislodged. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. No output signal prevented one of the electrical tests from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.